Event description:
The account alleged the side rail would not latch in the raised position. No patient impact.

Manufacturer narrative:
The technician cleaned the side rail center arm assembly to resolve the issue.